Event description:
On 12/02/93 pt's port-a-cath was accessed and vancomycin one gram was infused via IV pump in an IV piggy-back. On afternoon of 12/2/93 pt exhibited marked redness, swelling and warmth over upper right chest. Vancomycin was discontinued. It is believed vancomycin was infused into subcutaneous tissue. The IV was run with the co's IV pump. Several weeks later we found that this same IV pump did not alarm, as we used it on 2 other pt's. It did not alarm occlusion when infusing into subcutaneous tissue as it should while infusing vancomycin.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: distributor. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: telemetry failure, none or unknown, unanticipated adverse reaction - short term, alarm failure. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.